Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: unexplained por¿s observed in the black box. Battery compartment is cracked on the side near the threads and cracked below the bumper pad. Battery cap was not returned. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test. No power interruptions were duplicated during this time. Removed pump cover and no evidence of internal moisture or damage to the power circuit was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that the pump had intermittent power. During a review of the issue, the reporter indicated that the battery compartment was cracked. The reporter indicated that there was no damage to the battery cap and confirmed that it was secured correctly at the time of the intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.